Event description:
It was reported that the plunger head needs service. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they cleaned claws. Unit affected by the syr/pca plastics recall 2020-dom. Replaced front/rear cases, handles, barrel clamp, latch, wiper seal. Calibrated. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the claw. A review of the device history record showed the device had a manufacture date of 22apr2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the plunger head needs service. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they cleaned claws. Unit affected by the syr/pca plastics recall 2020-dom. Replaced front/rear cases, handles, barrel clamp, latch, wiper seal. Calibrated. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the claw. A review of the device history record showed the device had a manufacture date of 22apr2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the plunger head needs service. No additional information was provided. There was no patient involvement.